Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy. Analysis of the electrocardiogram shows true ventricular tachycardia and appropriate shocks. Between the ventricular fibrillation electrocardiograms, there were also non-sustained right ventricular oversensing episodes. Analysis of the oversensing showed possible noise. Isometric testing came back negative and all other measurements were in range. No intervention was performed. The patient came into clinic for a follow-up on (B)(6) 2017 and there were no other episodes of oversensing or noise. The patient was stable and will be followed normally.